Event description:
Customer reported hospitalization in the intensive care unit due to low blood glucose. The blood glucose reading was 37mg/dl. Customer experienced a seizure, was unresponsive. He was induced in coma. Customer stated that he did not know where his insulin pump was and needed one in order to be released from the hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.